Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in three pieces. The connector portion a measured 8.0 cm. The middle portion b measured 16.5 cm. (Outer insulation) 21.5 cm (stretched outer coil), 11.5 cm (inner coil & inner insulation). The middle portion c measured 15.5 cm (outer insulation and outer coil only). Visual examination found two external insulation abrasions breaching the outer insulation and exposing the outer coil. One consistent with friction to the device can [9.0-10.5 cm from proximal end - portion b] and the other one consistent with friction to another device or feature of patient¿s anatomy [11.5-11.6 cm from the proximal end - portion c]. The cause of the reported events was isolated to the external insulation abrasions. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any other anomalies with the exception of procedural damage.

Event description:
It was reported that the patient was dependent on the device for normal function and was set to receive an upgrade. It was noted that noise with oversensing was observed on the right atrial lead in clinic. The right atrial lead was extracted and replaced. The system was upgraded. The patient was stable.